Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) received appropriate atrial tachycardia pacing (atp) therapy due to dual arrhythmia's of ventricular tachycardia (vt) and atrial fibrillation (af) in which converted the vt. A shock was diverted and went into re-detection and then the patient went back into vt therefore, a 41j shock was provided. The patients arrhythmia eventually broke on his own. The rv lead exhibited high out-of-range shock impedances measuring greater than 125 ohms. Upon interrogation, the crt-d declared a code 1005, which indicates an open circuit was detected during shock delivery. At this time, the crt-d and rv lead remains in service. No adverse patient effects were reported.